Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's disposable lithium battery was removed and returned. Follow-up communication with the customer confirmed that the reported issue was due to a depleted battery. The customer report was observed and a replacement disposable lithium battery was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.